Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were trying to increase their stimulation and getting an error message "maximum settings (oor)" at 0.3 on program 2. Patient mentioned that they just have recently done an MRI. Patient mentioned that the issue started last night. Patient mentioned that they are usually at 1.8 on program 2. Agent reviewed error message and walk the patient through on changing to a different program. Patient then changed to program 3 <(>&<)> 4 but got the same message at 0.3. Patient mentioned tried all programs prior to calling in and were not able to increase higher than 0.3. Patient confirmed that they were able to increase their stimulation after changing it back to program 2. Patient mentioned have a follow up with their hcp in a month. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.